Event description:
It was reported that the crystalens at -50ao was explanted from patient's right eye due to an asymmetric change in orientation identified almost two months postoperatively. The patient's preoperative manifest refraction was -0.25 +0.75 x174 with bcva on 20/70 od. The patient's manifest refraction prior to intervention was -1.50 +1.00 x175 with bcva of 20/60 od. The lens was explanted and a different model lens was implanted successfully. The most current bcva is 20/30 as of (B)(6) 2012. The patient's most current prognosis is good.

Manufacturer narrative:
In the surgeon's opinion the likely cause of the event was due to mechanical iol complication with asymmetric seating of the lens. The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.